Event description:
It was reported to philips that the system's host computer was unable to boot, preventing the system from booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed the host pc boot up issue. The fse replaced and returned the host pc to philips for further analysis. The analysis confirmed the malfunction of host pc and identified that the unit didn¿t turn on due to motherboard/software failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.